Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead was performed. Concomitant medical products: 4965-35, implantable pacing lead implanted: 2009-(B)(6); 5816 competitor implantable pulse generator (ipg) implanted 2007-(B)(6). (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. Additional information obtained noted the lead was removed and replaced due to high impedance, loss of sensing and loss of capture. No patient complications have been reported as a result of this event.